Event description:
Information received a smiths medical neofit air cushion malfunctioned. During the pre-use check, the air cushion was found deflated. No patient injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). Visual and functional testing was performed. A product sample was received and sent to the supplier for investigation/evaluation. A supplemental report will be submitted as needed once the investigation results are provided.